Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that leakage occurred from the center part of a valved trocar cannula due to a tear in the filter. The leakage did not stop event when the surgeon used a trocar plug, resulting in a hypotony. The hypotony occurred after clamping the infusion line. There was no harm to the patient reported and the surgery was completed after replacing the product with another one. There was no medical intervention. The sample is not expected to return for evaluation.